Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device did not give a "shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation instead the data file was reviewed. The review of data file indicates that the device performed to specification. The first analysis result was no shock advised due to the presence of the CPR artifact. The second and the third analysis resulted in no shock advised due to the average rate calculated being less than 150bpm in order to be considered as shockable. Based on our review of the data we have concluded that the analyses program worked within its limitations and that there was no indication of a malfunction with the device. This claim has been closed as device meets specification. No trend is associated with reports of this type.